Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the emergency room (ER) due to shoulder pain. As a result of the visit to the ER, the device inappropriately stored a signal artifact monitor (sam) episode. It was noted that the right atrial (ra) lead exhibited an increase in threshold measurements, but was still within range. The patient stated that after this device was implanted, during the recovery period, a lead revision needed to be performed. Additionally, boston scientific technical services (ts) reviewed a sam episode from (B)(6) 2023 and discussed it was true mv chop on the atrial channel. As a result, atrial impedance measurements were high out of range. Right ventricular (rv) lead impedances were within normal limits. It was discussed that the patient will continue to be monitored. At this time, this lead remains in service.